Manufacturer narrative:
System restart failed; further onsite diagnostics required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that flex vision monitor displayed no signal during use on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.